Event description:
It was reported to gems that a laundry cart was taken into the room. It crashed into the bore, hitting one of the technologists in the forehead, causing bumps and bruises. Another technologist tried to pull the cart out of the bore. Technologist cut and scraped the fingers and hands. The field engineer got straps and pulled the laundry cart out. The engineer did a function test on the system and it worked fine. The signa user documentation warns against bringing ferrous objects into the scan room.